Event description:
It was reported to philips healthcare that when the m3716a pads were applied to the pt's bare chest, they did not stick. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.